Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: the needle is stuck in the shield that is loose inside the package. The plastic part where the needle is found is broken. The package is sealed.

Manufacturer narrative:
Initial reporter fax #:(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced damaged device packaging where sterility was compromised. The following information was provided by the initial reporter: the syringe is without the orange needle shield.